Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one j-tip guidewire in a guidewire hoop was returned for evaluation. Visual, microscopic and tactile evaluations were performed on the returned device. The j-tip guidewire appeared to be bent throughout the distal portion. What appeared to be tissue, was also noted on the distal portion of the guidewire. Slight stretching of the coils was observed on the distal portion of the guidewire. No uncoiling was noted. The slightly stretched portions of the guidewire appeared to be kinks. Therefore, the investigation is inconclusive for the reported failure to advance, material integrity and physical resistance or sticking as due to the tissue and slight kinks throughout the distal portion of the guidewire, no functional testing was performed to confirm these allegations. However, the investigation is confirmed for the reported stretched and identified deformation issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure the introducer needle was implanted smoothly. It was further reported that the guidewire was implanted, additionally it was found that there allegedly there was a pulling phenomenon at the distance of 2 cm from the j end, and slight resistance when advancing which led to the implantation being unsuccessful. Additionally, the guide wire is damaged. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure the introducer needle was implanted smoothly. It was further reported that the guidewire was implanted, additionally it was found that there allegedly there was a pulling phenomenon at the distance of 2 cm from the j end, and slight resistance when advancing which led to the implantation being unsuccessful. Additionally, the guide wire is damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. A photo review was provided, the investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.